Event description:
It was reported that a dissection occurred. A percutaneous transluminal coronary angioplasty was performed on a mildly calcified and moderately tortuous left anterior descending artery (lad). Following pre-dilation, a 32 x 3.50 promus elite stent was deployed in the lad. There were no issues with stent deployment, and the stent fully deployed. Following deployment and after post dilation, a proximal edge dissection was noted in the proximal part of the stent. To cover the edge dissection, a 20 x 4.00 promus elite stent was deployed proximal to the first stent, overlapping it, and covered the edge dissection. No further patient complications were reported in relation to this event. The procedure was successfully completed, and the patient was reported to be fully recovered.